Manufacturer narrative:
Device manufacturer name: update and remove: baxter healthcare ¿ malta (previously reported) device manufacturer address: update and remove: a47 industrial estate, malta, mt (previously reported) the device was received for evaluation. A visual inspection was performed which revealed that the spike had brown substance on it. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a brown substance on the spike of a continu-flo solution set. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.